Event description:
During an orif humerus fracture, the surgeon implanted a screw into a plate and realized the screw was too long for implantation. The surgeon attempted to remove the implanted screw from the plate with the stardrive screwdriver. The screw head became stripped and the screwdriver incurred rounded corners rendering it useless. The surgeon then used an extractor to remove the suspect screw. The extractor tip broke during the attempted removal. Subsequently, the surgeon utilized a saw to cut the screw head in order to remove the plate. The screw remained locked to the plate after removal. Surgeon implanted replacement hardware. Additional 35 minutes were added to the procedure. All parts and fragments were reportedly retrieved from operative site. This is # 1 of 4 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device received for evaluation. The broken screw piece provided is the shaft of a screw. The only other screw piece that may be associated with this shaft is the head of a combi screw that still remains in the plate. No effort will be made to remove the screw piece remaining in the plate as it is necessary to maintain the as is condition of the complaint. The piece that remains in the plate is heavily damaged at both ends. A significant portion of the top of the head and drive has been drilled away. The shaft portion protruding below the plate has what appears to be grinder and/or saw marks. Biomaterial remains on both ends of the screw. The shaft provided is 3.49mm diameter and 38.88mm long. If it is the mating portion of the piece that remains in the plate, then it would appear to be a member of the (B)(4) family of screws. An accurate assessment of the length could not be made and, therefore, an approximation of the actual part number could not be made. The damaged end of the shaft has what appears to be grinder/saw marks applied at multiple angles. There are marks on either side of the shaft at this end that would be consistent with a headless extraction. The remainder of the threads are in good condition as are the flutes and tip. The dimensions that could be measured are within specification. Due to the type and extent of damaged incurred, a finite evaluation could not be performed.